Event description:
C-cc-pc - pacing dificulties. Unable to pacing from the beginning.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The distal electrode exhibited an intermittent open condition at the tip when flexing. Proximal electrode was continuous. No visible damage to catheter body.